Event description:
Affiliate reports that the valve did not control pressure as expected and needed to be replaced.

Manufacturer narrative:
Codman has requested the device for eval. Upon completion of the investigation a follow up report will be filed.